Event description:
Signal loss over 1 hour

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ correction. H2: correction. H6: event problem and evaluation codes ¿ correction.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.